Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the independent laboratory test results and the physical evaluation of the subject scope and the endoscopy support specialist (ess). The scope was sent to an independent laboratory for microbial testing. The scope¿s distal end and elevator mechanism tested positive for fictibacillus phosphorivorans & fictibacillus nanhaiensis and the air/water channel tested positive for micrococcus luteus (both are different than the oringal report of a streptococcus the scope was ethylene oxide (eto) sterilized and returned for a device evaluation. A visual inspection was performed on the received condition and was unable to find any signs of foreign material/substance/stain/debris inside the biopsy channel, biopsy port, and suction port/channel when inspected with boroscope and telescope test equipments. Additionally, there were also no signs of foreign substance/materials/stain found with the insertion tube, bending section cover, bending section cover glue, elevator forcep raiser, distal end cover, light guide lens/glue,and objective lens/glue. The scope passed the leak test. In addition, the distal end bending section cover glue has a crack. The likely cause of the damaged bending section cover glue could potentially be attributed to maintenance. The loaner scope was repaired and returned to stock. Based on the evaluation the exact cause of the positive scope cultures are unable to determined as there was no abnormalities or foreign materials/substance/debris inside the channels or with the scope. However, as a preventive measure, the reprocessing manual states, ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." The ess stated no observation of the user facility reprocessing practice could be performed as the user facility declined the in-service in reprocessing as the user facility performed an in-service earlier in the year. The user facility believes it was a faulty positive reading this test was done on there site.

Manufacturer narrative:
The clinical manager further reported the infection preventist at the user facility believes it was a contaminant in the sterile process as they always culture negative. In regards to reprocessing, pre-cleaning is being performed immediately after a procedure per olympus guidelines. The endoscope is being leak tested prior to manual cleaning. The minimum effective concentration is being checked every time we put a scope in the washer. The endoscope channel is being brushed during manual cleaning with olympus disposable and reusable brushes. There has been no problems with aer and was last pm'd july 2018. The user facility follows the olympus competencies for each scope for everyone cleaning scopes and this is done on orientation and yearly. There has been no changes to the reprocessing staff since the last in-service and all staff are properly trained. Scope is stored in ventilated scope closet with built in fans to dry. As part of our investigation in this report, olympus dispatched an ess to the user facility to observe their reprocessing practices. To date, the ess visit has not been finalized. The exact cause of the reported event cannot be conclusively determined at this time. If additional information is received or the scope is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that the scope culture tested positive for a streptococcus after it had been reprocessed in the non-olympus (medivator) automated endoscope reprocessor. There was no patient infection associated with this report.